Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by drain complications. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to the patient¿s level of cleanliness during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique (or touch contamination) is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this 54-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and constipation. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with drain complications. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with staphylococcus haemolyticus. A white blood cell (wbc) count was not reported. The patient was diagnosed with peritonitis involving the level of cleanliness during ccpd therapy on the liberty select cycler at home. The patient was hospitalized on (B)(6) 2022 following this event; however, it was affirmed the patient¿s admission was due to an inpatient pd catheter (not a fresenius product) manipulation procedure. The patient was discharged to home on (B)(6) 2022. The patient was prescribed intraperitoneal vancomycin at 1500 mg for two weeks (frequency not reported). The patient remains asymptomatic as he continues antibiotic therapy. An additional peritoneal effluent fluid culture and wbc count was taken in the outpatient clinic on (B)(6) 2022 presented with no growth after 24 hours in the culture (pending results) and a wbc count of 14/mm3. It was confirmed the patient¿s constipation, peritonitis, pd catheter procedure and associated hospitalization were not due to deficiency or malfunction of any fresenius product(s) or device(s). It was stated the patient continues ccpd therapy on their original liberty select cycler.

Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this 54-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and constipation. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with drain complications. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with staphylococcus haemolyticus. A white blood cell (wbc) count was not reported. The patient was diagnosed with peritonitis involving the level of cleanliness during ccpd therapy on the liberty select cycler at home. The patient was hospitalized on (B)(6) /2022 following this event; however, it was affirmed the patient¿s admission was due to an inpatient pd catheter (not a fresenius product) manipulation procedure. The patient was discharged to home on (B)(6) 2022. The patient was prescribed intraperitoneal vancomycin at 1500 mg for two weeks (frequency not reported). The patient remains asymptomatic as he continues antibiotic therapy. An additional peritoneal effluent fluid culture and wbc count was taken in the outpatient clinic on (B)(6) 2022 presented with no growth after 24 hours in the culture (pending results) and a wbc count of 14/mm3. It was confirmed the patient¿s constipation, peritonitis, pd catheter procedure and associated hospitalization were not due to deficiency or malfunction of any fresenius product(s) or device(s). It was stated the patient continues ccpd therapy on their original liberty select cycler.

Manufacturer narrative:
Correction: b1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.